Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Adverse event report is being submitted due to symptoms related to diabetes ¿ dizziness note: manufacturer contacted customer in several follow-up calls to ensure the patient condition improved and initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for meter not turning on when strips are inserted. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling dizzy at time of call. Medical attention is not reported as a result of the actual blood glucose result or reported symptom. The product storage location is undisclosed. During the call a blood test was performed by the customer and produced test results of 126mg/dl fasting using the meter (customer satisfied with this result). The test strip lot manufacturer¿s expiration date is 03/22/2022 and open vial date is undisclosed.